Event description:
False negative serum hcg result.

Manufacturer narrative:
Control lot: biorad 2# (serum ctrl) lot: 42142. 20miu/ml hcg urine control lot: hcg080821-02. 240.0iu/ml hcg urine control lot: hcg081231-01. Summary of results: the retention devices meet qc spec. Correct positive results were observed when tested with biorad 2# control at 5 minutes read time. Correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minutes read time. The 240.0iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Conclusion: the retention devices meet qc spec. No false negative result was observed. So this complaint is not confirmed. Nothing abnormal found in batch review and the product number, product description and lot number was verified. No corrective action required as no product deficiency was established.